Manufacturer narrative:
H10: a lot history review was conducted and it was determined that a device history record (DHR) review was not required. The device was returned for evaluation. An attempt was made to inflate the device and water was seen exiting the catheter shaft from a partial circumferential break in the catheter shaft. Therefore, the investigation is confirmed for a break. Due to the break, the balloon was unable to be fully inflated to functionally test for the reported rupture. Therefore, the investigation is inconclusive for the reported rupture. The definitive root cause for the partial break or reported rupture could not be determined based upon available information. The device is labeled for single use. H10: g4 h11: h6 (results, conclusions) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model dr8054 pta dilatation catheter experienced an uncomplicated balloon rupture and a break. This report was received from a single source. The event involved a patient with no reported injury. The patient age, weight, and sex were not provided.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model dr8054 pta dilatation catheter experienced an uncomplicated balloon rupture and a break. This report was received from a single source. The event involved a patient with no reported injury. The patient age, weight, and sex were not provided.